Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen assembly began separating into two pieces when the user pressed the top button, without prior drop or damage, and the device display component continued to function. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a loss of or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.